Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was related to the service of the device in the last 12 months. A power up test was performed, and the reported issue was confirmed. The mainboard was replaced to fix the issue. Further investigation found a delaminated downstream occlusion (dso) seal. The seal was replaced, and dso/upstream occlusion (uso) sensors were calibrated. The device then passed all tests after the repairs.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46011. There was no patient involvement.